Manufacturer narrative:
The device was received, and an evaluation is complete. A device history review revealed no issues that could have caused or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported inoperable keypad. The reported symptom was reproduced when the #2, 3, #4, #5, #6, #7, #8, and #9 keys were found to be inoperable and there was found to be a repeated key output of an unspecified key. The cause was determined to be a failed keypad which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an inoperable keypad. There was no patient involvement. No additional information is available.